Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have been deactivated. Review of the device data determined the patient experienced 11 seconds of asystole. Subsequently, the patient experienced multiple episodes of discomfort and syncope. This electrode remains in service. No additional adverse patient effects were reported.